Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: 5127804, description: linear 3-4 lead 70 cm; model: sc-2366-70, serial/lot: 5071591, 5072403, description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead revision, during which, his leads were repositioned. The patient was reportedly doing well following the procedure.